Manufacturer narrative:
(B)(4). Customer complaint notes, stated motor error alarm. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump history download using was successful. However, pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Pump error alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted insulin pump received with cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear the alarm and rewind the insulin pump. Customer reported that the drive support cap looked normal. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.